Event description:
It was reported that the ball bearing did fall out into the patient and discovered post op and patient was came back next day and it was removed. No patient impact reported. On follow-up, it was confirmed that there were no fragments left inside the patient and that there was no delay in the procedure as a result of the event. It was also reported that there was no patient or staff impact.

Manufacturer narrative:
H3: no conclusion can be drawn. Evaluation could not be performed because analysis is not yet anticipated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis ((B)(4)):evaluation determined that detached bearings. The likely cause was identified as corroded spacer due to inadequate preventive maintenance. It was also noted that the device is overheating at 122f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.